Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of around 400 mg/dl at lunch. Reportedly, the patient was feeling low (blood glucose 90 mg/dl), after eating the blood glucose went at around 400 mg/dl and at noon blood glucose was normal. Troubleshoot for high blood glucose could not be completed. The insulin pump will not be returned for analysis.